Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus ic2 indicating that the device has a physically damaged and broken pin. The device was not in use on a patient at the time of the event. No harm or impact occurred.